Event description:
During an implant procedure, a high pacing impedance and episodes of noise were observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with the inserted is-4 connector sleeve. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and into the returned is-4 connector sleeve. Dimensional analysis of the connector boot and returned connector sleeve were measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.